Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The battery low alarm was identified during functional testing, and an event history log review. The cause of the condition was determined to be depleted battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.